Event description:
It was reported that during the procedure the right atrial (ra) lead failed to capture after placement. Blood was noted on the helix and inside the lead. The helix was cleaned and the blood removed. The lead was placed in the ra appendage and there was capture, however, thresholds increased after the helix was deployed. The physician felt the lead failed to capture once the helix was extended. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.